Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
A patient reported "not feeling well" and blood glucose levels over 500 mg/dl while wearing the pod on arm for approximately 47 hours. The pod was removed, replaced, and the patient was taken to the hospital. The new pod was worn less than 1 hour, both of which were discarded at the hospital. An official diagnosis of diabetic ketoacidosis (dka) was made and an intravenous insulin drip was administered. After 24 insulin delivery at hospital, the physician ordered patient to be manually injected with lantus insulin until the evening of (B)(6) 2017.